Manufacturer narrative:
Philips service replaced the longitudinal potentiometer and calibrated the device, returning it to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the l-arm longitudinal movement failed due to a potentiometer issue on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.